Event description:
This report summarizes 3 death events for pericardial effusion. Note that multiple event terms may apply to a single patient, but are captured separately under reporting guidelines. Device relationship to the events reported is not provided. Of the reported 3 death pericardial effusion events: 3 involved intervention. 1 involved cardiac tamponade. Patient age range: 76 to 88. Patient sex: 2 female; 1 male. Type of procedure: left atrial appendage closure. Boston scientific received notification of events for the watchman laac device reported in the acc watchman surpass registry to assess long-term safety and effectiveness outcomes associated with the use and implantation of the watchman flx left atrial appendage (laa) closure device with delivery system in a routine clinical setting. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient; but are captured separately under the terms of FDA summary reporting guidelines. Under the terms and conditions of the registry, data is anonymized before being transmitted to bsc, thus there are significant limitations to bsc's ability to correlate the data to information previously reported as a spontaneous complaint. The registry does not provide a causality relationship for each reported event to the device. No further information is available to bsc.